Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the device was interrogated prior to implant, it displayed "eminent elective replacement indicators (eri)" and a battery voltage of 2.79. The device was not used. No patient involvement.